Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high pacing impedance out of range (oor) measurements on the left ventricular (lv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. No evidence of lead noise and it was noted that the measurements had been stable in the range. Clinician will bring the patient in for further evaluation. Currently, this product remains in service and no adverse patient effects were reported.